Event description:
A report was received that the patient developed an infection at the midline incision site. The physician believed that infection was non device related. The patient was prescribed keflex antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-3400-30, serial # (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.